Event description:
It was reported that a patient had a tha with trident cup and accolade stem on (B)(6) 2014. The patient had revision surgery to replace the head and insert, because the insert was dislocated forward. The doctor considered that the locking with cup and insert was insufficient. Doctor's request : a confirmation whether locking had been. Additional information at (B)(6): the explanted device was insert. The head was not explanted. The insert was replaced new one.

Manufacturer narrative:
No catalog numbers or lot codes were provided. The devices were reported as two unknown bone screws. The medical review of the provided x-rays confirmed the dislocation of the liner. The medical review indicated that the most plausible failure scenario would be procedure related with a protruding screw head as used for cup fixation augmentation preventing proper liner locking and thus allowing liner dislocation under an overload condition such as an adverse patient maneuver. There was no evidence to suggest a device related issue. The exact cause of the event could not be determined because insufficient information was provided. Devices remain implanted.